Event description:
The hospital reported that during a coronary artery bypass procedure, three heartstring iii seals failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any pf effects. The hospital intends to return the products in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Lot history record reviews were completed for the reported product lot numbers. There were no non-conformances recorded in the lot histories. (B)(4). Additional expiration date: 05/31/2013.